Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during lung upper lobe transection on a laparoscopic thoracic wedge resection procedure, the surgeon pressed the green button but the handle did not engage to fire the reload. They used another handle to resolve the issue. The laparoscopic procedure was converted to open but it was unrelated to the device problem. There was no patient injury.